Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device could not be interrogated. A magnet application did produce beeping tones as expected. An attempt to do a magnet reset was, first, unsuccessful. A second attempt was done. An interrogation was tried again, and the interrogation was successful. There were no adverse patient effects. The device remains implanted.